Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became stuck down while the customer was attempting to deliver a quick bolus, and registered twice the amount of units than the customer wanted to request. The customer was able to cancel the bolus and deliver the correct amount. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.